Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera does not work. The manufacturing representative replaced the cable between the positioning sensor unit (psu) and polaris spectra system control unit (scu). The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733575. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was an error message stating "localizer non connected". There was no patient present when this issue was identified.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing determined that the scu was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.